Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a male pt who received super poligrip (formulation unk) over a period of over 6 yrs for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced neuropathy, tingling feeling in legs, tingling sensation in feet and leg pain. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. MFR's comment: super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).